Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was a long lesion located in the proximal right coronary artery (rca) extending to the mid rca with 90% stenosis, and was 45 mm long with a reference vessel diameter of 2.5 mm. The physician treated the target lesion with direct stent placement of a 2.25 x 32 mm promus element plus stent. Following implantation, a grade a dissection distal to the target lesion occurred. The physician treated the dissection by implanting a 2.5 x 16 mm and 2.25 x 8 mm promus element plus stents with no further complications. The patient was discharged on aspirin and clopidogrel.

Event description:
It was further reported that the dissection was clarified to be proximal and distal edge stent dissection not distal to the target lesion as previously stated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).